Manufacturer narrative:
The information described in this report was collected by the (B)(6) for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2014, a patient underwent emergent endovascular treatment of an symptomatic acute dissection in zone 2, which extended to zone 5. The tevar indication was rupture located in zone 5. The primary entry tear was located in zone 2 and covered. Three conformable gore® tag® thoracic endoprostheses (tgu282815 x2 and tgu343420) were implanted within zones 2 and 5. At the time of the initial procedure, zone 4 was identified as the zone of maximum diameter and was reported to measure 40 mm. Branch treatment of the left subclavain artery was performed also which did not include coverage and post treatment patency was reported. No complications were reported. The patient tolerated the procedure and was transferred to the intensive care unit and discharged to home on unknown post operative day(s) pod 6. The patient underwent follow up visits on unknown post operative day(s) pod(s): 34 and 489 on an unknown date, approximately pod 489, follow up imaging reported a type ii endoleak associated with the branch arteries, the maximum aortic diameter was reported to measure 45 mm. No additional treatment was reported for the patient.